Event description:
The home patient (hp) was contacted on (B)(6) 2011 and the hp stated that on 3 separate occasions, the hp had received 2 faulty bags in a box of supplies. The hp stated that the bags had a faulty connection and would not connect to his setup there was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. The assignable cause was undetermined.